Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician implanted two pc400s into the aneurysm using the px slim. The physician then advanced the third pc400 into the aneurysm and detached it. Subsequently, it was noticed that part of the third pc400 was no longer inside the aneurysm. Therefore, the physician pushed the pc400 back into the aneurysm using the px slim. Afterwards, the physician successfully implanted a fourth pc400. Next, the fifth pc400 was opened, and it was then noticed that the distal marker on the pc400 was missing. However, the physician successfully placed the fifth pc400 in the aneurysm. The procedure was completed using a sixth pc400 and the same px slim. There was no report of an adverse effect to the patient.